Event description:
It was reported that the blade could not be locked. It then fell apart on withdrawal. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. (S) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. A review of the DHR for this lot has been requested. Various parts on the inside of the blade show heavy damage. This indicates an excessive force applied during insertion. Because of this damage, no performance check can be made. It could only be determined that the sleeve runs perfectly on the blade part. We cannot clearly determine the cause for this event based on the received information.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of device history records for manufacturing revealed no complaint related issues.